Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen. 2 na results for four patients tested on a cobas c 111. The initial results were reported outside the laboratory. The customer performed repeat testing with the same samples on a gem expert 3000 blood gas analyzer for confirmation. Also, the customer performed a new na calibration on the c 111 analyzer and the customer repeated three out of the four patient samples. Patient 1¿s initial na result was 121 mmol/l. The patient¿s na result on the gem analyzer was 128 mmol/l, and 125 mmol/l on the c 111 after calibration. Patient 2¿s initial na result was 125 mmol/l. The patient¿s na result on the gem analyzer was 135 mmol/l. Patient 3¿s initial na result was 126 mmol/l. The patient¿s na result on the gem analyzer was 135 mmol/l, and 131 mmol/l on the c 111 after calibration. Patient 4¿s initial na result was 130 mmol/l. The patient¿s na result on the gem analyzer was 140 mmol/l, and 137 mmol/l on the c 111 after calibration. The na electrode lot number was 21500747 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation confirmed the customer's calibration data from (B)(6) 2020 was acceptable. The calibration data for the date of the event was requested but not provided. The investigation confirmed the customer's qc data was acceptable. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.